Manufacturer narrative:
On 05/04/2016 in trouble-shooting, following the procedure, a medtronic representative found that the date on the exam was dated in (B)(6) 2016. The medtronic representative manually transferred the exam and noticed the same behavior. The medtronic representative changed the date to the correct time and took a new scan with a demo and that transferred successfully. Incorrect date used on the imaging system likely probable cause. On 05/05/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 05/16/2016 software investigation completed. Findings are that this was user induced event as the imaging system was not set-up correctly. Software is functioning as designed. No software anomaly.

Event description:
A medtronic representative reported that, while in a spine procedure, the site took an imaging system spin and it did not transfer over to the navigation system. They under-saved exams, the scan shows the nav tag. The systems had green status throughout the spin and the navigation system showed the message waiting to receive exams. The navigation system flashed an error on the acquire scan page and the exam did not transfer. They attempted a second spin and noticed the same behavior. The surgeon opted to discontinue the use of the imaging system and the navigation system and completed the procedure using a c-arm. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).